Event description:
Customer reported an incident of hyperglycemia requiring hospitalization at a time when he was unable to use the aviva system due to no power. A request was made for the return of the system and a replacement was sent.